Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. However, it was reported to be due to heart attack and/or stroke and the patient¿s ¿heart stopped.¿ it was reported that the patient was hospitalized at the time of death. Treatment during hospitalization was not reported. Pd therapy was reported to be ongoing. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.